Manufacturer narrative:
The malfunction was observed by a zoll representative at the customer's site. However, the device was put through extensive testing at zoll medical corporation without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.